Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that patient has experienced increasingly debilitating pain, discomfort, and soreness with any weightbearing. Patient had a right-sided limp. During revision surgery, the acetabular component was found to be loose and to have created a partial dislocation of the femoral head. Osteolysis was found to have widened the acetabulum. Plaintiff's preliminary disclosure form was received on (B)(4) 2012, which identified part/lot information.